Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a sixteen-year-old female patient's infusion set's tubing detached/broken at site connector. Further, it happened multiple times from the same lot periodically since the package arrival. At the time of the incident her blood glucose level was reading high 300s mg/dl at times. No further information available.